Event description:
Impedance issues were reported during a neurostimulator implant procedure. Initially, the neurostimulator was replaced but this did not resolve the issue. The lead was then replaced which did resolve the impedance issue. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.